Manufacturer narrative:
Date of event and patient's weight is estimated.

Event description:
It was reported the patient is unable to communicate with external devices. A field representative has met with the patient, but troubleshooting was not successful and the ipg was deemed inoperable. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
B1: product problem was selected. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.